Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. Tandem technical support educated the customer that the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin as per the user guide. Customer continued to use the existing cartridge.